Manufacturer narrative:
(B)(4) (dysarthria). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. The pt info provided is the average for all the patients. At this time, no add'l info was available, add'l info regarding the device, the event and pt outcome has been requested.

Event description:
Literature: holl em, petersen ea, foltynie t, et al. Improving targeting in image-guided frame-based deep brain stimulation. Neurosurgery. Dec 2010; 67 (2 suppl operative): 437-447. Summary: pre- and postoperative stereotactic magnetic resonance images (MRI) were analyzed in 165 patients with parkinson disease (pd). The perpendicular error between planned target coordinates and electrode trajectory was calculated geometrically for all 312 dbs electrodes implanted. Improvement in motor unified pd rating scale iii subscore was calculated for those patients with pd with at least 6 months of f/u after bilateral subthalamic dbs. Reportable event: one pt experienced a small delayed superficial cortical hemorrhage with mild postoperative dysarthria which resolved within 1 month of surgery and was thought to be unrelated to the bleed, and probably related to immediate postoperative edema around the electrode tip, given that this dysarthria could be reproduced by high-voltage stimulation on long-term f/u. There was no other hemorrhagic complication in this series of patients. See literature article with MFR report # 3007566237-2011-01161.